Event description:
It was reported that this ra lead was explanted and replaced due to damaged noticed during the explant of the rv lead, unclear if the rv extraction process caused the damage. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.